Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Post-paced t-wave oversensing on the ventricular channel was observed via review of stored egm. Programming changes will be made when patient returns for next follow-up. Patient was fine.